Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call issue with the sensor missing cannula. Customer's blood glucose was unknown at the time of incident. Customer stated that he received calibration error after sensor change. Customer removed the sensor and noticed there was no cannula in the sensor. During the sensor cannula break troubleshooting, customer stated that he was unable to see if the cannula was pulled up through the base due to sensor has already been disposed by the customer. Customer confirmed that the sensor cannula or introducer needle was not fractured inside the customer's body. Customer also reported issue with blood at site and troubleshooting was performed and completed . Customer was advised that a replacement sensor will be sent. No product is expected to return for analysis.